Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis identified a pump malfunction based on a functional test failure. The pump failed the 8lb. Activation test and required more than 8lbs. Of force to activate. This malfunction would directly affect the overall functionality of the device and is there concluded as the most probable cause of the explant. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The pump and cylinders were removed and replaced with new components. No information about the patient's outcome was provided.